Event description:
It was reported that fluid leakage was found from the winged part of the catheter during the catheter flushing and sealing with heparin saline following successful placement. After a new catheter was used, the same problem still occurred. Immediately exchanged it for a third one, all went well. This report addresses the first catheter used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. Two 4fr single-lumen (s/l) per-q-cath piccs were returned for investigation. The stylet had been repositioned within each catheter. Each catheter had been cut at the 29cm depth mark and the distal segment of the catheter was not returned for investigation. A functional test revealed fluid leaking from a 1.5cm longitudinal split in one catheter at the zero mark. The other catheter leaked from a 1mm split in the catheter that was positioned in the same location. A microscopic observation of the leak sites revealed that the damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter or using force to remove the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recs0111 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs0111) have been reported from the same facility in china.

Event description:
It was reported that fluid leakage was found from the winged part of the catheter during the catheter flushing and sealing with heparin saline following successful placement. After a new catheter was used, the same problem still occurred. Immediately exchanged it for a third one, all went well. This report addresses the first catheter used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0111 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0111) have been reported from the same facility in (B)(4).

Event description:
It was reported that fluid leakage was found from the winged part of the catheter during the catheter flushing and sealing with heparin saline following successful placement. After a new catheter was used, the same problem still occurred. Immediately exchanged it for a third one, all went well. This report addresses the first catheter used.